Event description:
The clinician reports the implant was inserted 2025 (b)(6) in ADA 14. Details of surgery: Implant surface not completely covered with bone and Sinus augmentation. On 2026 (b)(6), non-osseointegration was verified. Patient presented with bone type III, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: Mobility. No further patient complications were reported.